Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found the yaw pulley to be damaged adjacent to the conductor wire damage. A review of the advanced technical review type] for the fenestrated bipolar forceps associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the cable does not appear to be obvious. The area on the conductor wire highlighted by the arrow below could be pinched, since it appears kind of shiny, but it shall require physical inspection.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the 8mm fenestrated bipolar forceps instrument had a loose conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the instrument was inspected prior to use, with no damage found. The loose cable was silver in color. There was no loss of cautery, nor any reports of fragments falling into the patient.